Event description:
Customer reported that her adc blood glucose meter "constantly gives high result no matter what (she) eats and how good (she) manages (her) disease". Customer provided the following readings: 350 mg/dl at 10:43 pm on (B)(6) 2014, "hi" (a reading greater than 500 mg/dl) at 09:15 am on (B)(6) 2014, 374 mg/dl at 09:33 am on (B)(6) 2014 and 309 mg/dl at 08:30 am on (B)(6) 2014. It was further reported that on an unspecified date in (B)(6) 2014 her niece found her bed "soaking wet" and noted she was "profusely sweating". It was also noted she was "shaking, was disoriented", ("thought (she) had lost (her) mind and didn't know what to do"), "was unresponsive" and subsequently experienced a loss of consciousness. Paramedics were called and upon arrival, "around 5:30 pm" received a reading on their meter of 28 mg/dl and administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The products have been returned and an investigation has determined the complaint is not confirmed. All readings were within range specification and no errors were observed during control solution testing. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.